Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Surgical technical consultant reported initial suction could not be achieved with the pt interface. Cases were transferred to another device, on which flaps were successfully created. No pt harm was reported, and all cases were reported to be doing well post operatively.